Event description:
Rptr stated that caller from facility reported that volume displays on the individual stations of the unit blanked out while the stations were pumping, but the total delivered display continued to read. When the unit went to complete, the volume displays reappeared but were flashing. The bag was discarded so there was no pt involvement. Rptr and caller began troubleshooting and were able to correct the problem over the telephone, so the unit was not sent to product svcs for eval. The problem was an intermittent connection of the rs232 cable. Caller reseated the cable connection to the control module of the unit, and two bags were compounded, one of which was a repeat of the discarded bag. All displays functioned properly during compounding.